Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device logs and cgm activity plot from (B)(6) 2025 confirmed that the ilet was operating as intended. The system appropriately triggered multiple alerts for low glucose, urgent low soon, and urgent low glucose. Insulin delivery was suspended during periods of hypoglycemia, and no insulin was delivered when cgm values were below 80 mg/dl. The cgm activity plot shows a significant drop in glucose levels between approximately 6:00 am and 7:30 am, with minimal or no insulin delivery during this time. Alerts were not consistently acknowledged. Documentation indicates that the user had previously administered long- and rapid-acting insulin by injection while on pump therapy, which may have contributed to subsequent hypoglycemia. Based on available data, the ilet functioned as designed, and the cause of the event is indeterminate.

Event description:
On (B)(6) 2025, the user experienced a hypoglycemic event that resulted in a motor vehicle accident. The user sustained a fractured hip and arm and was hospitalized for surgery and rehabilitation. According to reports, the ilet system suspended insulin delivery during the event. The user did not consume carbohydrates as advised and attempted to drive, leading to the accident. The ilet device was damaged. Prior to the event, the user had been using the system with family support and had shown improved glycemic control. A replacement device is being arranged, and the user is expected to remain in rehabilitation for approximately 15 days.